Event description:
It was reported that there was coupling/communication issues with the patient's implantable neurostimulator (ins) and a power-on-reset (por) condition was seen following an overdischarge of the battery. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Recharger model 37751 serial #unknown.